Event description:
A jag precursor was used for a therapeutic common bile duct procedure. After cannulation, when the physician advanced the guidewire, the tip of the wire broke off inside of the pt. All fragments were removed with a balloon and forceps. Another device was used to complete the procedure.